Manufacturer narrative:
The patient had future admissions for ventricular tachycardia/fibrillation in mfrs# 2916596-2021-02924 and 2916596-2021-02934. Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was admitted (B)(6) 2021 for ventricular tachycardia/fibrillation. The patient felt his heart racing. He was treated with 2 grams of magnesium ivf, lidocaine drips, and cardioverted 120 joules. The patient stabilized.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported ventricular tachycardia/fibrillation, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they were transplanted on (B)(6) 2021 (MFR#2916596-2021-02934). The patient had further ventricular tachycardia/fibrillation on (B)(6) 2021 (MFR# 2916596-2021-02924) and (B)(6) 2021 (MFR#2916596-2021-02934). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 30may2020. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.